Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) has not felt stimulation since the ins implant. Rep met pt today and tried programming the stimulation and the pt felt stimulation in the ins pocket. Technical services (ts) reviewed that pocket stimulation means a connection issue at the ins.